Event description:
It was reported that the left ventricular lead was fractured and an extraction was attempted. The lead was cut and capped. It was further reported that the patient was transferred to a different hospital where the lead was successfully extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was melted, the tines/lobes were cut, the outer tubing overlay melted, there was blood in/on the helix/lobe mechanism, and the lead was stretched. There was apparent explant damage.